Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the roller and cutter needed replacement. The roller and cutter were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the two roller like cogs or whatever they are called are not meshing skin properly. There wasn't any implication to the patient or operator due to this device and the surgeon was able to use the skin graft. No adverse events were reported as a result of this malfunction.